Event description:
It was reported that the screen on the insulin pump is frozen and the buttons are not responding. It was stated that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display or scroll anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked display window, scratched reservoir tube window and a cracked belt clip slot.